Event description:
Per the clinic, the patient developed skin blistering at the coil site after a hairdresser applied a heating device to the hair. The patient was treated with two courses of oral antibiotics (specific dates not reported). Subsequently, the patient experienced necrosis and implant extrusion which were observed on (B)(6) 2026. The patient was admitted to the hospital (specific dates and duration not reported) for intravenous antibiotic administration. The patient also experienced green discharge, skin breakdown, and infection, which led to the decision to explant the device. The device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report